Event description:
The pocc reported obtaining back-to-back blood glucose results, of 700 mg/dl from the lab and 172 mg/dl on the inform test system. The patient was in the hospital ER, reason unknown, and was treated with insulin based upon the laboratory value. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.